Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The stent graft was successfully implanted; however, post implant, it was noted that there was a blush type IV endoleak just above the flow divider. The physician performed touch-up, but the endoleak did not resolve. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak, cause of event is unknown. Conclusion: cause of event is unknown.